Event description:
In 2009, the patient reported that his blood glucose has been fluctuating for the past 6-8 months and he believes his infusion device is delivering insulin incorrectly. His blood glucose has ranged from 40-600 mg/dl. His target blood glucose level is 180-200 mg/dl. Symptoms of elevated blood glucose are aggravation, headache, and grogginess. Symptoms of low blood glucose are the inability to speak or move, confusion and delusion. He treats elevated blood glucose by bolusing through the infusion device or syringe and he treats low blood glucose by "eating as much sugar as I can." He stated that blood glucose issues typically occur at night before bed. The time and basal rates are programmed correctly on the infusion device. He changes his insulin cartridge, infusion tubing and site every 3-4 days. He stated that he does not rotate infusion sites properly and he was not open to discuss infusion site management. He stated that in the past 6-8 months, he has experienced bronchitis, pneumonia, congestive heart failure, a leg infection, and a leg amputation and he acknowledges these things could affect his blood glucose. The patient switched to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.